Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 270 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin and over filled the cartridge. Customer¿s blood glucose level was 130 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.